Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) eri tripped on (B)(4) 2011. There was a programmer session on (B)(4) 2011 there was a programmer session on (B)(4) 2011 prior to explant. The save-to-disk was done via another programmer session ~24 minutes after explant. Someone was able to clear the eri status with the programmer, but left the pacing mode and rate at vvi 65 bpm. The 6 ohm battery impedance was measured after explant, when the device was colder than body temperature. A cold battery will have higher impedance. There were 2 programming sessions after eri while the device was still implanted. Eri could have been cleared at the start of either one of these sessions.

Event description:
It was reported the device displayed elective replacement indicator or recommended replacement time (rrt) behavior but then at device change out the device was showing one month remaining longevity. When the lead was disconnected the longevity increased to three months. It was also reported there was a ventricular lead warning and a message regarding no diagnostic data being available. The lead thresholds had increased. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.